Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint of power failure was confirmed. Unit passed functional testing with a known good power supply installed. The root cause is a defective power supply. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated no other failures reported. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that, versajet ii console is not working. Blowing fuse. No case involved; therefore, no patient involvement.